Manufacturer narrative:
Further information was requested but not received.

Event description:
During a clinic follow-up, a loss of sensing and pacing were observed on the device. It is unknown if the patient is pacemaker dependent. No intervention has been performed at this time. The patient was stable and will continue to be monitored.